Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of device could not see the qrs complex to sync for a cardioversion was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG, sync, remote sync, and defib discharge stress testing using the returned non-zoll ECG cable, test ECG cables, and the returned multifunction cable without duplicating the report. The device was evaluated for the customer's report of device failed the ground ECG lead test was observed once during testing; however after disassembling the device to determine root cause, the report was no longer seen. The device was put through multiple leakage current tests without duplicating the report. The analog shields were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient and successfully delivered a shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device failed the earth ground resistance test.